Event description:
It was reported that oversensing post therapy was observed.

Event description:
New information notes the lead was explanted and replaced. The physician suspects the previously reported oversensing was due to twiddler's syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasions were found at 6.6-6.9cm and 8.0-8.4cm from the end of the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. External insulation abrasion was found at 12.0-15.0cm from the end of the connector pin, consistent with lead friction to the ICD can and twiddlers syndrome. The etfe coating was abraded at the same location.